Event description:
This lv lead was implanted on (B)(6) 2018 and remains implanted at this time. A clinical form was received on (B)(6) 2018 stating that there was a suspicion of infection at the site of this device. The physician was dr. Francois philippon at lnstitut universitaire de cardiologie et de pneumologie de quebec in canada, qc. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).